Event description:
It was reported that a size 3 by 9mm cr trail was found missing part of the plastic rim during surgery. Replacement trial was located and used.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned.

Manufacturer narrative:
An event involving a trident hemispherical cluster 52mm was reported. The event was not confirmed. Device evaluation and results: not performed as no items were returned. Medical records received and evaluation: not performed as clinical factors did not contribute to the event. Device history review: not performed as the lot ID is unknown. Complaint history review: not performed as the lot ID is unknown. The exact root cause could not be determined as the product was not returned for investigation. However, based on the event description, it is likely the event is the result of a design issue. To address this issue, a design change occurred in 2010 to obsolete this product and create a new replacement product

Event description:
It was reported that a size 3 by 9mm cr trail was found missing part of the plastic rim during surgery. Replacement trial was located and used.